Event description:
Account states nurse attempted to remove drain. The drain broke at the hub. The balance of the drain under patient skin level was removed by dr. With forceps. The second drain fully intact could not be removed manually by nurse resulting in the patient being returned to surgery for surgical removal of the drain.